Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed skin ulcer, pain of the scalp and drainage, subsequently exposing the receiver-coil/transducer. The device was subsequently explanted on (B)(6) 2025. It also reported that the patient experienced a loss of osseointegration resulting in fixture loss. Additional information has been requested but has not been made available as of the date of this report.